Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the right atrial (ra) lead exhibited high thresholds and the helix did not advance. It was also noted that during the slitting process, the slitter was detached from the delivery catheter, and this caused tension to be transmitted to theleft bundle branch lead, leading to dislodgment. The lead was extracted, and a significant amount of tissue fragments was found entangled around the helix. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.